Event description:
Codman hakim vp shunt implant on (B)(6) 2018. First brain bleed due to siphon problems and ER surgery(B)(6) 20/18. Second brain bleed and ER surgery 7 days later. Final surgery 12/4/18. Vp shunt was disconnected but is still implanted in my head.